Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and was hospitalized due to diabetes ketoacidosis and hyperglycemia from (B)(6) 2019 till (B)(6) 2019. The customer blood glucose level was over 500 mg/dl at the time of incident. Customer reported two infusion sets that had bent cannulas. Customer¿s mother was not sure if the insulin pump was involved or not because customer had a cold at the time of the incident. Customer had been sick. Customer was treated at the hospital with saline and insulin. The insulin pump will not be returned for analysis.